Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82298413 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was not possible to fully inflate the balloon of a 6mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter within the superficial femoral artery (sfa) after successful pre-dilation with a non-cordis 5mm balloon. There was also difficulty deflating the saber pta balloon and the balloon had to be inflated and deflated for the device to be removed. After removal of the saber pta balloon catheter, a twisting of the balloon was observed. After the use of the saber pta balloon catheter, a 6mm x 200mm non-cordis drug coated balloon catheter was used. This was followed by the use of a 5.5mm x 200mm non-cordis stent which was post dilated with a 5.5mm x 40mm non-cordis balloon catheter. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing the stylet or any of the sterile packaging components. The balloon was prepped with a 50/50 contrast and saline mixture and was able to maintain negative pressure during preparation. The balloon was inflated to 14 atmospheres (atm) and there were no signs of leakage during the attempted inflation. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, it was not possible to fully inflate the balloon of a 6mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter within the superficial femoral artery (sfa) after successful pre-dilation with a non-cordis 5mm balloon. There was also difficulty deflating the saber pta balloon and the balloon had to be inflated and deflated for the device to be removed. After removal of the saber pta balloon catheter, a twisting of the balloon was observed. After the use of the saber pta balloon catheter, a 6mm x 200mm non-cordis drug coated balloon catheter was used. This was followed by the use of a 5.5mm x 200mm non-cordis stent which was post dilated with a 5.5mm x 40mm non-cordis balloon catheter. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing the stylet or any of the sterile packaging components. The balloon was prepped with a 50/50 contrast and saline mixture and was able to maintain negative pressure during preparation. The balloon was inflated to 14 atmospheres (atm) and there were no signs of leakage during the attempted inflation. The device will be returned for evaluation. Two poor quality fluoroscopy images were provided. The first image appears to be a heavily calcified superficial femoral artery on the lab monitor screen. The second image appears to be a partially inflated balloon within the calcified lesion. A filling defect is noted as the balloon is partially inflated in some areas; however, the balloon is fully expanded on either side of the uninflated sections. It is difficult to ascertain which end of the balloon is proximal/distal; presumably, the distal portion of the ballon catheter is at the knee if access was from above and the distal markerband is clearly visualized in the image. The product was returned for analysis. A non-sterile ¿saber 6mm30cm 150¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. It was observed that the balloon was received deflated. Additionally, kinks were observed 15, 20, and 25cm away from the distal end of the unit. Functional testing was performed using an inflator/deflator device attached to the inflation port. Balloon inflation was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. During this test it was observed that the inflation/deflation mechanism worked as intended obtaining the complete inflation and deflation of the balloon showing no evidence related to the reported malfunction. However, during full inflation of the balloon, the inner guidewire lumen is seen spiraling around the balloon lumen which could be related to the reported inflation difficulty. Additionally, the guidewire insertion/withdrawal testing was completed with no problems regarding any resistance or friction conditions. A high magnification visual evaluation was executed to observe any anomaly in the balloon of the received unit. During this analysis, no damage was observed along the surface of the balloon that could be impeding the balloon¿s inflation/deflation function. A product history record (phr) review of lot 82298413 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - partial or slow¿ was not confirmed through analysis of the returned device. However, the reported ¿balloon inflation difficulty - partial or slow¿ was confirmed as angiographic images were provided confirming partial inflation of the balloon. However, the exact causes of the reported events could not be determined as the device passed functional analysis with no issues to inflation/deflation difficulties. During full inflation of the balloon, the inner guidewire lumen is seen spiraling around the balloon lumen which could be related to the reported inflation difficulty. It is likely procedural factors and handling of the device likely contributed to the event reported. Excessive torquing of the balloon catheter may have contributed to the twisting/spiraling noted on the images and during device analysis. It is important to use gentle rotations when manipulating the device through the vasculature and is listed in the IFU as such. According to the safety information of the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Insertion, inflations and withdrawal 1. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. 2. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Note: balloon inflation should be performed with the guidewire extended beyond the catheter tip. It is strongly recommended that the guidewire, the balloon catheter, or both, remain across the lesion until the procedure is complete and the dilatation system is to be removed from the vessel. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. 3. Carefully advance the catheter through a sheath or guide catheter through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. 4. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. 5. Using fluoroscopy and the radiopaque marker bands, position the catheter at the appropriate location. 6. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation. Caution: do not exceed the rated burst pressure. Higher pressures may damage the balloon or catheter or overdistend the selected artery. Warning: inflation at a high rate may damage the balloon. 7. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. 8. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review, section primary unique device identification (UDI) number has been corrected accordingly.